Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A lawsuit alleges the patient "has experienced electric shocks on several occasions. Suffers from severe and constant pain. Her doctor told her that her defibrillator was not working properly. She fainted once and was unconscious. Learned about the recall through the media and this caused her worries. She is depressed, worried, and anxious." The final disposition of the device is unknown.